Event description:
It was reported that pump displayed repeated malfunction alarms when distributor turned on device, and same malfunction occurred again after pump was turned off and turned back on. There was no reported impact to the customer¿s blood glucose level. Pump was planned to be returned to distributor, and customer was provided with replacement pump; no additional information was received regarding further troubleshooting or outcome of event.